Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is foreign material inside the nozzle. We could not identify the foreign material. We could not conclusively specify the root cause of the foreign material remained in the device. The event is detectable/preventable by handling the device in accordance with the following IFU. Following operation manual chapter 3 preparation and inspection. And reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material inside the nozzle. There was no patient involvement.